Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected stem loosening. It was reported that in the original surgery, the patient was implanted with a 16x100mm canal-filling stem extension. The surgeon revised the 16x100mm canal-filling stem extension to a 16x140mm canal-filling stem extension. During the revision surgery, the surgeon also implanted the following eleos implants: tibial hinge component, tibial baseplate, tibial baseplate tapered screw, tibial block augment, distal femur axial pin, and tibial poly spacer. There were no alleged malfunctions with the tibial hinge component, tibial baseplate, tibial baseplate tapered screw, tibial block augment, distal femur axial pin, and tibial poly spacer. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records could not be reviewed as the lot information of the part is unknown. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4109: historical data analysis h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected stem loosening. It was reported that in the original surgery, the patient was implanted with a 16x100mm canal-filling stem extension. The surgeon revised the 16x100mm canal-filling stem extension to a 16x140mm canal-filling stem extension. During the revision surgery, the surgeon also implanted the following eleos implants: tibial hinge component, tibial baseplate, tibial baseplate tapered screw, tibial block augment, distal femur axial pin, and tibial poly spacer. There were no alleged malfunctions with the tibial hinge component, tibial baseplate, tibial baseplate tapered screw, tibial block augment, distal femur axial pin, and tibial poly spacer. No additional information regarding this adverse event has been reported.